Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she obtained an error 4 message on the afternoon of (B)(6) 2017. The patient does not take medication to manage her diabetes. It is unclear if she made any immediate changes to her usual diabetes management routine after obtaining the error message, but reported that ¿right away¿, she developed ¿stress.¿ she indicated that between 7:30am and 7:45am on (B)(6) 2017, she ¿had to drink orange juice.¿ no further treatment or medical intervention were reported. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient described the correct testing steps and she confirmed that the test strips completely drew in the sample. The cca walked the patient through a retest but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.